Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured by the surgeon during trialing step of knee arthroplasty procedure.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification was implemented. DHR was reviewed and no discrepancies were found. A previously addressed design issue is considered as the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.